Event description:
It was reported that a pump over infused tpn to an infant. The customer stated that the pump delivered at a rate of 230 ml/hr instead of the intended 5 cc/hr. It was also reported that the customer tested the device and the pump performed as expected. It was reported that the pt's blood sugar became critically high. The pt was stabilized due to the administration of an insulin drip to decrease blood.

Manufacturer narrative:
(B)(4). A flow rate test was performed with the device in question, per the sigma preventive maintenance procedure and found to deliver within specification. In additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. The customer stated that an infusion of tpn at 5.4 ml/hr, vtbi 40 ml was programmed without first clearing a prior multi-step infusion. This multi-step infusion resumed upon completion of the 5.4 ml/hr infusion. A review of the history log confirmed that the prior multi-step infusion parameters were not cleared. The user programmed the desired rate for the event infusion (tpn at 5.4 ml/hr, vtbi of 40 ml), adjusting step 1 of the previous multi-step infusion. When step 2 of the multi-step infusion was initiated, tpn was delivered at a programmed rate of 230 ml/hr.